Manufacturer narrative:
The right master tool manipulator (mtmr) and remote arm controller (rac) has been returned and evaluated by the failure analysis. The reported error was confirmed and replicated on the mtm. Upon visual inspection, the mtm was installed onto a known good system where the error was triggered, indicating fault on the axis 3. The mtmr was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the axis 3. Once testing was completed, the axis 3 motor was tested and verified as the source of the fault. The error was not replicated when testing the rac. Upon visual inspection, no damage was observed on the exterior and interior of the unit. No issues were found related to the reported issue. The rac was installed in a known good system where it functioned as expected. All nodes were present. The in-house system was set to run 10 power cycles and 10 sine cycles and sit idle for one hour. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty mtmr, axis 3 (elbow) motor causing initialization failures due missing hardware node detection. This issue can be resolved by replacing the unit.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and remote arm controller (rac) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system was showing the unrecoverable error 252, plus others, making it impossible to proceed with the procedure. The procedure was completed with no reported injury.